Manufacturer narrative:
(B)(4): the customer reported that a pt death occurred and they stated that there was a failure of the monitor to alarm. The pt was found dead w/o any apparent alert from the system and per the customer, there was a stored strip indicating a v-fib event. However, the users reported that there had been no alarm sound or message provided on the screen. The first indication of a pt status change warranting attention, as reported to philips, was of a leads off condition which, when checked, resulted in the discovery of the pt collapse and unresponsive. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that there was a failure of the monitor to alarm for a pt death.